Event description:
Information was received from healthcare professional via field representative regarding patient with unknown indication involved in the reported event. Levels implanted: t10-l5. It was reported that they performed vertebral body replacement and posterior fusion of t11.12.l2 for l1 burst. After that, the t3 vertebral body replacement cage sunk to the l2 vertebral body, and at the same time, the l2 screw backed out. The l2 screw was removed and since there was bkp in l3, screw was added to l4.5 and t10 to extend and re-fixed. There was no malfunction with the products. Patient symptoms- dorsal pain was reported. Patient was hospitalized prolong as a result of this event.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.